Event description:
Found during routine inspection, it was reported that the device had a blank screen and it shut off when unplugged from ac source. There was no pt involvement with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined the root cause for the reported incident to be an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.